Event description:
Registered nurse (rn) opened a central line removal kit (ref#40-3938d) and found povidine/iodine for the cleaner instead of chlorhexadine, which is the typical cleaner. The contents just says applicator prep. We opened a second kit with the same lot # and it had the standard supplies. Manufacturer response for central venous blood pressure kit, cardinal health (per site reporter): waiting for their response.